Event description:
New information noted that the alleged malfunction was on the implant tool and not the lead. The lead was implanted and the patient was stable post procedure.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician stated that the right ventricular lead that "the lead pin bites loosely and cannot be pinched and the included clin-on tool has a large opening." The lead was not used. There were no patient consequences.